Event description:
Healthcare professional (hcp) of the home patient (hp) reported the hp experienced abdominal pain while using the homechoice cycler for apd therapy. The hcp relates that the hp has been using the homechoice system for apd therapy for several years and recently had their homechoice cycler replaced for servicing. According to the hcp, the hp received a replacement cycler and shortly thereafter began to experience pain during their apd therapy. The hcp relates that the hp did not experience abdomen pain while perfoming manual capd exchanges and subsequently requested a replacement cycler. The hcp relates that there was no patient injury or medical intervention as a result of this incident.